Event description:
Additional tablet data was received and reviewed. The generator battery voltage was confirmed to have rebounded to 75-100% from the previously-seen 11-25%. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. Based on the generator analysis and the information received to date, it can be concluded that the premature battery depletion was due to increased battery impedance, and there is no evidence of a device malfunction. No additional relevant information has been received to date.

Event description:
It was reported that when the patient was recently seen, their battery status was found to have rebounded to full battery. No other relevant information has been received to date.

Event description:
Internal data from the patient's generator for 11/11/2020 was received and reviewed. From the parameter list the battery voltage on 11/11/2020 is 2.790 and 2.801 v in green meaning that there is 25% remaining, but the percent of battery capacity used was 8.187% meaning that there should be about 91.813% remaining. On 11/11/2020, the percent battery capacity remaining using history was 91.812 and the percent battery capacity remaining using vbat was 16.0877. Per the equation, vbat = 3.518778 + (91.812)*0.44567 = 44.436 versus 16.0877 measured ¿percent battery capacity remaining using vbat¿ on the decoder. Since the measured vbat on the decoder is lower than what the formula gives, the device is below the 95% prediction interval and this is evidence that the battery is depleting faster than expected. No other relevant information has been received to date.

Event description:
The patient was referred for a battery replacement due to alleged premature battery depletion. A design history records review was performed and the device passed all functional specifications. No known surgical intervention has occurred to date. No additional relevant information has been received to date.